Manufacturer narrative:
G4: 11mar2020 b4: (B)(6)2020. A mmi (man-machine interface) board to touchscreen cable and switch circuit panel was returned for analysis. An investigation was performed and physical damaged resulted in the rip traces on the switch circuit panel and mmi board-touch screen cable ripped apart from the connector. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019. The service technician confirmed the reported issue. The service technician replaced the cable, mmi board to touch screen and the overlay keypad to correct the issue.

Event description:
The customer reported the display is blank and keypad is not functioning. There was no patient involvement or user harm reported.